Event description:
At the patient's first refill, the pump's expected reservoir volume was 2.5 ml, but the actual volume was 20 ml. At that time, there was a question as to whether the reservoir volume was entered incorrectly. At that refill appointment, the dose of lioresal was increased to 500mcg/ml delivered at an unknown daily dose. At the most recent refill appointment, the expected reservoir volume was 3.2 ml, but the actual volume was 40 ml. Hcp checked the pump logs and all logs were appropriate; no motor stall was detected. The 40 ml of lioresal was replaced with saline. Hcp reports patient has not experienced any change in efficacy since the pump was implanted and is at baseline spasticity. No other patient symptoms were reported. No troubleshooting has been performed to date, but the patient is scheduled for surgery in 2007 to check for pump function and catheter occlusion.